Manufacturer narrative:
Patient was in the prone position during surgery, but positioned supine for the scan. The movement of the skin in different positions where fiducials were located, had an impact on the registration. During the case using axiem, surgeon got a 2.5 registration, which is within specifications of the system. Navigation was continued during the surgery.

Event description:
Medtronic representative called to report the surgeon was inaccurate on the left lateral side of the patient's head after touching several of the fiducials. The surgeon decided to proceed with the registration as it was and continue with the case. The outcome of the case was not affected with any inaccuracy or navigation issues. There was no impact to patient's outcome.